Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: during the troubleshooting survey, the customer additionally reported he did not install new batteries on his device and did not have them available for replacement. Adc customer service educated the customer about battery replacement.

Event description:
A customer reported his blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. The customer also reported experiencing loss of consciousness due to being unable to test. The paramedics were called, but no medical emergency treatment or treatment outside of the diabetic's normal disease management regimen was reportedly given to the customer. The customer reported he took his regular non-diabetes prescription medications. There was no report of death or permanent impairment associated with this event.